Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2007. In 2008, the pt's vaginal lump was found to be worse than prior to the initial procedure. The pt was symptomatic and requesting intervention. The event intensity was reported as severe. The pt is to see a consultant for examination and a decision regarding management.

Manufacturer narrative:
Date sent to the FDA: 02/29/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished good release criteria.